Event description:
Female patient was being moved into the scanner at which time her left small finger was caught between the moving table and the side of the gantry. The table movements were immediately stopped and the pt was removed from the scanner. The pt was in pain and complained of nausea. Medical staff monitored her vitals and an x-rays was performed. The pt did not suffer any broke bones, however, the pt suffered a laceration and crush of the finger. The finger was treated with a dressing and cold compress. The pt did not require any further medical treatment and was able to complete the scan the same day. This event occurred in (B)(6).

Manufacturer narrative:
(B)(4). The system was checked and found to be operating within specifications. According to the system requirements, the gap size between the table and the gantry was within the 8 mm threshold. No remedial action is required by siemens as the adverse event occurred because of a user error and failure to follow patient positioning instructions. This event occurred in (B)(6).